Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, transducer fault, motor fault, low peak inspiratory pressure, low minute ventilation, high rate, and circuit disconnect alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed, the reported issue was confirmed, and was able to be duplicated in a laboratory setting. The solenoids are slow to respond. This issue will be internally investigated within vyaire.